Event description:
It was reported that during a segmentectomy procedure, the staple line did not close correctly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/13/2009: info anticipated, but unavailable at this time.